Manufacturer narrative:
Related voluntary medwatch form received: mw5175851.

Event description:
Voluntary medwatch form mw5175851 received states: it was reported that this right ventricular (rv) lead exhibited low out of range shock impedances. It was stated that this rv lead was a non (B)(6) product. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported.